Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to a defective driven ground resistor on the computer/analog board. The root cause for the defective resistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.